Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil was received with a tilted head. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the instrument is applied over tissue that does not meet the tissue compression requirement. The instructions for use of this product states: excess tissue thickness or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the patient did not incur any injury, the patient was released from hospital without complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemorrhoid removal procedure, the device¿s knife blade still cut but did not fire, wherein the staples did not deploy resulting to an open anastomosis. In order to resolve the issue, the surgeon had to hand sew the anastomosis. As a result, the surgery extended for more than 30 minutes and there was 400 cc of blood loss.